Event description:
The door reportedly opened under pressure. No injuries were reported.

Manufacturer narrative:
Product was evaluated at midmark. On physical evidence was found to show that the sterilizer fell off a table from opening. An inspection of the unit found that the door switch had been replaced with a non-midmark approval replacement. A review of the functionality of the door switch confirmed that it was not functional. The purpose of the door switch is to confirm that the door is closed, latched, and ready for sterilization. Since the door latch was found during investigation to not be functional, it is plausible that the door was not properly shut during the use of the sterilizer which would have caused the door to open under pressure. The root cause was determined to be non-approved service of the device. No service records for this device could be obtained midmark's system for the 21 yrs this unit was in service.